Event description:
Event description guidant received information that this implantable coronary sinus lead/guidewire may have caused a vessel perforation. The procedure was aborted at that time. No other products were implanted during the procedure.